Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. During system check with tandem technical support, it was confirmed that the occlusions were related to the cartridge. Customer changed the cartridge to address occlusion alarms and resumed insulin delivery. Customer reported using novolin insulin. Tandem technical support informed customer that this is off label per the user guide. Customer¿s blood glucose was 259 mg/dl.